Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: j0427775v, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 25-may-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/failed back surgery syndrome. It was reported that impedance values had decreased since the initial meeting. The manufacturer's representative (rep) stated that 2 contacts on specify lead were bad previous to new neurostimulator (ins) being placed. The same programming was used from the old ins for new ins and both programs 1 and 2 were using a bad lead. Rep mentioned patient had shorts prior to surgery but did not have any specific information. Impedances were tested and the following impedances results were as reported: initial impedance day of implant: 240-920 ohms impedance results today, (B)(6) 2018: 240-470 with report showing possible short on contacts 0, 2, 4, 5, 6. No further complications were reported/anticipated. Additional information was received from the rep who reported they were made aware on the same day they reported this event, on (B)(6). It was reported the rep reprogrammed the contacts. Cause was not determined.